Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Maude event report received from FDA indicates pt was implanted with an aclp. A few months after surgery, pt reports he felt, his neck was disjointed and separating when he sneezed, coughed or with certain movements. A 2006 myelogram noted a screw coming out of the plate. Pt indicates he underwent emergent surgery to remove the screw.